Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with unknown dermal filler in the corner of the mouth with bruise after the treatment. Two weeks later, area is still slightly raised and red with filler was oozing out the area but stopped quickly, its not sore or hot and it hasn't spread. Symptoms are on-going.

Event description:
No additional information.

Manufacturer narrative:
Additional, corrected, and/or changed data: b2 and h6.